Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was showing signs of heart failure and hemolysis related to right ventricle. Review of the x-ray revealed the inflow cannula had moved and is up against the lateral wall decreasing flow. In addition, the pump did not sound right. Log files sent into the manufacturer reported many pi events. The left ventricle gram showed dye going through the aortic valve and not much going through the lvad pump. The pt was placed on ECMO support and a decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is competed.